Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive and froze after a bolus. Customer's blood glucose was 100 mg/dl at the time of incident. Troubleshooting was done for keypad error but the customer was advised that the device would be replaced and to return the product for analysis. No further information was provided.

Manufacturer narrative:
All of the buttons are functioning properly however, moisture damage was found on the keypad traces. No button error alarm during our testing. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot, cracked display window, cracked battery tube threads and stained end cap sticker.